Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a polaris 5.5 dorsal height adjuster sheared off as the doctor was adjusting a previously-installed ha coated screw intra-operatively. The tip was retrieved and the procedure was completed using another height adjuster.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was twisted and fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tip of a polaris 5.5 dorsal height adjuster sheared off as the doctor was adjusting a previously-installed ha coated screw intra-operatively. The tip was retrieved and the procedure was completed using another height adjuster.